Manufacturer narrative:
(B)(4). He lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a cholecystectomy procedure, the device stayed jammed in a closed position leading to a wrenching of the stump of the cystic duct to remove it. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.